Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the package was opened, and when the stitches were taken, it was found that there were black stains in the stitches that had not yet been used. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: has there been a patient or user injury report? No. Are there any noticeable delays? No. Did the reported issue contribute to any patient adverse consequences? No patient adverse consequences. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Black dot on the needle as photo (x4843g) shown. Was the product seal on the foil still intact when the package was opened? Yes, no concern on the package seal but the event (black dot) found upon opening the package. Was the procedure completed without any adverse effect to the patient? Opened new product and completed procedure without any adverse effect. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.